Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was not properly reprocessed. The issue was with the reprocessing process. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, as the device was not returned, the following probable cause led to the reported event: it is believed that the user did not read the instruction manual carefully which attributed to not controlling the concentration of the disinfectant solution. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): 3.9, inspecting the disinfectant solution¿s concentration level. When cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect. Warning: when cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.